Event description:
On 6/10/94, the patient had a permanent pacemaker implanted because of third degree av block. At first, the pacer seemed to be functioning properly, but began having nonsensing of the atrial phasing during the evening, possibly due to a large atrial appendage. Chest x-ray on 6/11/94 revealed atrial lead was dislodged. This required a return to surgery to replace the lead with a screw-type atrial lead.